Event description:
It was reported the customer received a result of 16.0 mmol/l at 7:20pm on (B)(6) 2015 while using the mobile system. The result was taken after the customer had gone for a walk. She was feeling "funny" at the time of the result. The customer administered 12 units of unknown insulin based on the device result. The customer passed out after she injected the insulin. The paramedics were called and arrived within 20 minutes. The paramedics tested her blood glucose on their monitor and received a result of 5.7 mmol/l. At the same time, the customer's device result was 20.5 mmol/l. The customer was treated with dextrose via IV. The customer was not taken to the hospital. On another occasion, the customer reportedly received the following results on the mobile system within 10 minutes: 29.0 mmol/l and 5.0 mmol/l. The date of this event is unknown. The customer did not provide the test strip lot number. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.